Event description:
Dual heated wire circuit was taken apart (contrary to labeling) causing circuit to melt. The circuit was being used on a neonate.

Manufacturer narrative:
Unfortunately, at this moment no sample has been received from the customer for evaluation and therefore, the reported issue could not be confirmed. In addition current samples from production were reviewed and no anomalies were found. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process was reviewed, and no problems were found related with the issue reported. Based on feedback from the end user, a dual heated circuit was taken apart and used as a single limb circuit. The directions for use clearly warn against reconfiguring the circuit.